Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 inr precision results. Results are as follows: date: (B)(6) 2013, inratio2 inr: 1.2 and 4.2. The time between testing was immediate. Therapeutic range reported as 2.0 - 3.0. The patient was not hospitalized, there was no death or serious injury. Patient called immediately after testing and had not sought any alternate testing/ treatment etc. At that time. There was no reported adverse patient sequela. There was no additional information provided.